Event description:
It was reported that the cassette locked but not latched. Per reporter, the same error persists with a new cassette too. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
B3. Date of event: unknown. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed. Functional testing was performed. The latch lock sensor was replaced to resolve this issue.